Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (value not provided). No additional information was provided. Customer declined tandem technical support's offer to perform a pump system check.